Manufacturer narrative:
This report is submitted on september 27, 2022.

Event description:
Per the clinic, the patient experienced pain at implant site and it was confirmed that the magnet had dislodged. Surgery to reposition the magnet was completed on septemebr 06, 2022 under general anesthesia. The implanted device remains.